Event description:
While using the stent, the nose cone came off during its deployment. Surgeon had to retrieve the nose cone using a snare. He was able to do this without harm to the patient. However, this did cause the procedure to take more time than anticipated and more x-rays had to be taken to ensure that the vessel was intact. All of device sequestered for risk management.